Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During transportation, the two front wheels broke and the device fell to the ground.